Event description:
It was reported that the customer experienced connectivity issues between the continuous glucose monitor (cgm) and the phone app, along with error messages on the pump that caused forced restarts and disruptions in insulin therapy. The pump's battery was draining rapidly, requiring daily charging to prevent shutdowns. There was no adverse impact to the customer¿s blood glucose level documented. The customer chose not to proceed with troubleshooting and requested documentation of the incident for insurance purposes. Technical support reactivated the case and assigned it to a task team for further examination of the battery depletion rate during the reported time frame, but no additional information regarding the outcome was provided.